Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. However, there was blood in/on the helix/lobe mechanism. Visual analysis revealed that the helix extends/retracts and measures within specifications.

Event description:
It was reported that during the implant procedure, the ventricular lead had high thresholds when placed. It was also noted that the helix of the lead would not deploy easily, and there was tissue build up due to the sudden deployment of the screw. The lead was not used and a new ventricular lead was implanted during the procedure. No patient complications have been reported as a result of this event.